Event description:
MDR decision date: (B)(6). Injury alleged. Malfunction alleged. Customer stated that because the caregivers were not properly trained, they mishandled his mother several times causing her injuries. Customer refused to speak to the complaints department and stated it's not the fault of the product but of the caregivers. MDR filed.

Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.